Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that system will not reboot. After reviewing the log file fse did not confirmed the malfunction. Actual cause was found to be issue with the host pc. Fse powered the host pc disk drive, after powering the host pc disk drive, the system was returned to use in good working order. On (B)(6) 2023 the issue is re appeared, and the issue is resolved by host pc. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not reboot or turn on fully. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.